Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported "it was very tight", "left breast smaller than right breast", "left implant may have stretched out", "shaped abnormally", "higher than the right breast", "left deflation", "implant was removed and found to have a slow leak, with tissue in the valve mechanism", "sensitivity in left breast", "pain and suffering", "left breast hurting" and "mental anguish". The following reported events have been deemed not replaced to the device: "bodily injury ", disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". Affected side is left. The device has been explanted.